Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the foot detachment; however, the treatments appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral was completed using a proglide device after thoracic aortic stent graft replacement interventional procedure. Reportedly, after hemostasis was achieved with the proglide device the patient was sent to surgery to remove the proglide foot plate that had broken off inside the patient. The foot plate removal and open repair femoral artery was achieved surgically. There was a clinically significant delay in the procedure due to the surgical procedure. The patient was reported to be okay after the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.